Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that electrocution while working in a house shocked the ins and damaged the ins. The patient went into retention and had to self catherize. The nurse checked the ins with the clinician programmer and there was not response anymore. The cause was unknown. The ins was replaced and the issue was resolved. The patient went home with a functional system again. No further complications were reported or anticipated.